Manufacturer narrative:
Patient demographics ( date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Complaint confirmed. Device history record review revealed nothing relevant to this event. Device has a buckled needle and a broken needle point. The mating part (instrument) used in the event was not returned. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter.

Event description:
It was reported that the needle broke while trying to pass the suture. When the scorpion device was removed to see why it would not pass, it was noticed that the needle tip was broken off. The tip was not retrieved. The suction pump was checked but the tip was not found. A different needle was used to complete the case. An x-ray was not taken.